Event description:
It was reported that nearly a year after the tka a revision surgery was performed due to the patient had discomfort and pain while walking. After checking, it appears that the patella implant was dislocated outside its site. The unsealing came from the patella implant and the cement.